Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had connection issue between electronic privacy information center (epic) and the pyxis server and the station. A technical support specialist (tss) dialed in to the server and ran the critical override (co) query in sql server management studio (ssms), which showed the issue was due to a synchronization delay, with most stations set to manual co. A downtime query confirmed there were no carefusion coordination engine (cce) disconnection flags. The tss restarted some important services, checked an affected station in the reported facility and found temporary network issues in the data synchronization logs and it had been resolved. The findings were shared with customer, who confirmed no current co issues and approved for case closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, connection issue between epic and pyxis server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.